Event description:
Consumer's parent reported that her 8 year old son used band aid brand tru stay sheer bandage to cover a small insect bite on (B)(6) 2023. Same day the bandage was removed by parent because her child complained of burning and that it made his big bite worse. The parent took her child to the doctor who noticed blisters where the bandage was applied. The doctor¿s opinion was that the patient is allergic to product. Consumer's parent reported that a steroid cream and antibiotic rx cream were prescribed by the health care professional and used to treat the reaction. The symptoms have improved.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2: patient was 8 years old at time of event. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand tru stay sheer bandages 40ct USA 381370046660 381370046660usa 381370046660usa, lot number is not available. D4: UDI: (B)(4). Upc = 381370046660. Expiration date= ni. Lot number = na. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Health effect clinical code: e0402 also refers to consumer alleged about diagnosed by hcp as allergic reaction subsumed burning. E1707 also refers to consumer alleged about "made big bite worse". E2402 refers to consumer intentional misuse/off-label use of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.